Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Broke head started rattling and came out in mouth - oral-b [device breakage] metal rod that goes into the brush handle was loose inside the head - oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b io toothbrush broke. The oral-b io toothbrush head started rattling and came out in their mouth. When they inspected it, the metal rod that goes into the oral-b io toothbrush handle was loose inside the oral-b io toothbrush head. No injury was reported. 25-jul-2023 follow up via digital safety assessment survey: the consumer was a 34 year old male. No injury was reported.